Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. Review of the treated episode noted the presence of sense b node noise being oversensed. No changes have been made at this time and the s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. Review of the treated episode noted the presence of sense b node noise being oversensed. No changes have been made at this time and the s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. Visual inspection found no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. Review of the treated episode noted the presence of sense b node noise being oversensed. No changes have been made at this time and the s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and will be returned for analysis. No additional adverse patient effects were reported.